Event description:
On (B)(6) 2013, the distributor contacted animas alleging a display (dim/fading/color spectrum) issue. It was reported that the display was discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/14/2013. Device evaluation: the device has been returned and evaluated by product analysis on 09/26/2013 with the following findings: the text on the display screen was dim, discolored, and difficult to read. The display screen was removed and replaced with a new screen for testing. Once completed, the test screen was fully functional and was fully illuminated with no visible signs of fading or discoloration of text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).